Event description:
It was reported that the customer was hospitalized for low blood glucose. The customer's blood glucose was 2.2 mmol/l when the low blood glucose issue first started on (B)(6) 2015. Her blood glucose was 15.5 mmol/l at the time of admission. The customer stated that the most recent set change was (B)(6) 2015. He stated that the reservoir showed the same amount of insulin as shown on the status screen. He was assisted with performing the displacement test, which the insulin pump passed. He had been working in hot weather recently. He was advised to speak with his doctor regarding the low blood glucose. He was advised to monitor the insulin pump and call back if the issues persisted. He noted that the insulin pump had alarmed no delivery on (B)(6) 2015. He was unable troubleshoot due to having done a set change. He stated that he was not concerned because he knew the insulin had been out in hot weather. The call was disconnected prematurely.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.